Event description:
Complainant alleged that during biomed testing the device inappropriately shut down and then self-booted. Complainant indicated that there was no patient involvement in the reported malfunction.